Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. The sheath was noted to be kinked at several locations along its length. Blood was noted on the exterior of the membrane and within the inner lumen. Underwater leak testing revealed no leaks in the iab. The iab pumped satisfactorily on the lab sys 97 at 100 and 140 bpm. No alarms were triggered. Probable cause of difficulty: no leak was found in the iab to have caused the reported excessive pump alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem (see attached iab illustration for location of kinks). (The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use.) There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing. The pump may have detected condensation or blood within the line (perhaps from a previous balloon leak). (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
"Check cath" alarms sounded from the sys 97 pump. The alarms continued and the iab was removed. A second iab was inserted into the pt. On 6/4/98, the following was reported to datascope: it was not possible to initiate pumping due to a catheter alarm. The line was examined for kinks and none were found. The iab was re-filled and an attempt was made to pump the iab but it was unsuccessful. The balloon was inflated manually and was seen on flouro but the pressure waveform was lost. The catheter alarm sounded and a kink was suspected. It was not possible to aspirate from the arterial line. The catheter was manuevered and the waveform returned. It still was not possible to initiate pumping. The catheter alarm sounded again and the catheter was then removed. After another iab was inserted. This balloon pumped without a problem. There was no pt injury or complication as a result of the event on 4/13/98. On 4/17/98, the pt was waiting for iab removal (post CABG). [Event complications]: unk-reported 4/13/98; none-rpt'd 6/4/98. [Pt's current status]: post CABG/being weaned.